Event description:
The info received suggests the pt was originally implanted with a spectra penile prosthesis device. Original details are unk. On (B)(6) 2012 it appears the entire device was removed and replaced. The reason for revision was not provided. Ams has requested additional info.